Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument jaws were closed and could not be opened. The procedure was continued as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found the instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. Seal & cut test was successful. Coagulation test was successful. The cut electrode was found to have thermal damage. Melted chars marks were observed along the blade edge of the electrode. Any material missing is likely to be thermally induced rather than mechanically induced. The complaint regarding jaw closed and could not be opened was not confirmed by failure analysis.